Event description:
It was reported that a patient underwent a sling procedure in 2000. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. The patient underwent a mesh revision in (B)(6) 2000. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-02138. The same patient is represented in each medwatch.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2000. It was reported that the patient underwent a cystoscopy on (B)(6) 2009 due to persistent pelvic pain, mesh erosion, and urinary incontinence. It was reported that the patient underwent removal of extension leads, insertion of internal pulse generator, and programming of pulse generator due to mesh complications on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the sling procedure was performed on (B)(6) 2000 for overactive bladder, stress and urge incontinence. Following the procedure, the patient experienced mesh erosion, dyspareunia, urinary retention and urinary problems, leaking, severe incontinence, bladder spasms, incontinence interstitial cystitis, pelvic pain, pelvic and lower abdominal sharp pain, abdominal pain, pain, chronic pain, vaginal scaring, multiple explant surgeries, loss of sexual relations, emotional distress, change in lifestyle, constant pain, change in marital relationship, loss of enjoyment of life and activities, humiliation and loss of self esteem. The patient underwent mesh revision/removal on (B)(6) 2004, (B)(6) 2010 due to pain, mesh erosion, dyspareunia, lower abdominal sharp pain, pulling, urinary problems and lack of sexual relations. The patient received treatment from 2004 - 2006:urethral dilation, heparin treatments, enablex, hrt and elmiron. As of (B)(6) 2012, the patient reported that all or part of the mesh remains implanted and removal was recommended. The patient also underwent the following procedures: (B)(6) 2000: revision of urethral suspension (B)(6) 2001: exploratory laparoscopy, lysis of adhesions abdominal scar revision and cystoscopy. (B)(6) 2004: exploratory laparotomy, removal of previous sling tape, trachelectomy, removal of cervix and retroperitoneal mass, abdominal suture granuloma removed, hernia repair. (B)(6) 2004: sling procedure, cystouretoscopy and suprapubic catheter placement. (B)(6) 2004: sling revision for urinary retention and suprapubic catheter removal. (B)(6) 2005: laparotomy, incisional hernia repair excision of scar tissue and neuroma. (B)(6) 2008: repair three, ventral hernias with surgipro mesh and excision of fibrotic tissue with suture granuloma removal. (B)(6) 2008: drainage of abdominal wall seroma, placement jp drain. (B)(6) 2010: surgery for mesh removal, urethrolysis, removal of old sling. (B)(6) 2010: surgery for mesh removal, new sling placed, cyctoysis, excision of vaginal scarring. (B)(6) 2011: phase one interstim, permanent placement of sacral nerve neurostimulator in upper left buttocks. (B)(6) 2012: removal of previous neurostimulator and placement of bilateral interstim ii. No additional information is provided at this time. (B)(4). This is one of three medwatches being submitted. See also medwatch 2210968-2012-02138 and 2210968-2013-06029. The same patient is represented in each medwatch.